Event description:
The complainant reported that an implanted impella 5.5 pump began to experience some suction during support resulting in bouts of ventricular tachycardia. The pump was repositioned in response to the condition. Suction alarms continued intermittently, for which the device was repositioned, volume was given, and support levels were lowered. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for low pump flow, positioning issue, optical signal issue, and cardiac arrythmia. Data logs were reviewed and lt logs showed suction alarms occurring when pump was running above p-4. Additionally, persistent "impella position unknown" alarms noted in first half of logs. No motor current (mc) spikes outside of p level changes. Placement signal (ps) is slightly trending up. The root cause of the low pump flow could not be definitively determined as no product was returned for evaluation and lack of clinical details. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided on how the pump came out of position. Pump had been repositioned multiple times throughout case but ao discrepancy continued. The root cause of the optical signal issue could not be definitively determined as limited clinical details were provided, and no product was returned for evaluation. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28515. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the placement signal reading became inaccurate. Support was able to continue despite inconsistencies with the optical sensor.